Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported material separation was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The guide did not break as reported. The needles were engaged in the cuffs, and a successful harvest should have occurred. The suture was cut indicating the need to release the device from the anatomy and supporting a successful deployment. The lever/foot was forced closed severing the follower portion of the plunger and separating the handle halves. The needles were exposed during removal indicating a potential for vessel damage during removal. Pulling the plunger prior to closing the foot would have prevented injury risk and allowed for an effective and easier removal. In this case, it is possible while depressing the plunger the device may have felt a break occurred; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostyle device guide separated when the plunger was depressed. The separated portion was simply removed manually from the patient. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 11f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.